Event description:
It was reported that a patient programmer would not turn on at all and the patient had tried four new sets of batteries. The patient had been using heavy duty batteries and tried a set of regular alkaline batteries, but it did not resolve the issue. Pulling on the springs inside the battery compartment and replacing the batteries also didn¿t resolve the issue. The programmer had not been dropped or gotten wet. The patient had problems with the programmer before, it was the batteries, and the patient had found batteries that worked, but when she bought new batteries ¿evidently she bought the wrong kind.¿ the patient programmer wasn¿t working and the patient¿s stimulator needed adjusting. The patient started having problems with the programmer the day of the report. Two days later, it was reported that a patient¿s interstim wasn¿t working. It was later reported that the patient had a ¿rough weekend¿ because her patient programmer wasn¿t working. Analysis of the patient programmer revealed a corroded telemetry board and a scratched face plate. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va00p28, implanted: (B)(6) 2012, product type: lead. (B)(4).